Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The abbott field service engineer replaced the ups and the grounding was repaired to resolve the issue. No adverse or non-statistical trends were identified for axsym power supply assembly issues. Labeling was reviewed and found to adequately address the safety standards. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Evidence of fire was observed on the power supply of an axsym analyzer. The analyzer was connected to the ac power source via a ups (uninterrupted power supply). The likely cause of the short circuits is poor grounding. The ups was replaced and the grounding repaired to resolve the issue. There was no harm to personnel reported.